Event description:
Tried a menstrual pad that I thought was a normal pad. Immediately I felt an intense burning sensation. It hurt so bad I took the pad off. The pain and burning continued for a long time after. I looked online at the reviews and found out that many other women experienced this too.